Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 470 mg/dl. The customer stated that she believes the insulin pump is not delivering insulin. The customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of high blood glucose. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer wishes to perform the high-pressure test however, does not have a tubing clamp available. The customer stated she may have been over blousing, trainer is also on the line and will meet with the customer and trainer will take a tubing clamp for customer and they will call back together to perform test.